Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2010 - medical records were received by (B)(6). Medical records indicate that the patient will be revised (B)(6) 2011 due to complaints of pain. Product and lot numbers were identified. Doi: (B)(6) 2009 (left side). Update: (B)(6) 2011 - the revision surgery was reported by the sales representative. The patient was revised to address pain. Findings showed abnormal tissue changes and signs of an adverse response. Cup was removed and showed no signs of bony ingrowth. Dor: (B)(6) 2011 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised to address pain. Findings showed abnormal tissue changes and signs of an adverse response. Cup was removed and showed no signs of bony ingrowth.